Event description:
Related manufacturer reference number: 3006705815-2022-15051. It was reported lead migration was confirmed via x-rays. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. The second lead was electively replaced. Note: it is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.